Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott control and patient sample results, as well as calibration errors. Specifically, error code 1227, "assay (lh) number (641) calibration failure, fit concentration too high for cal" may be generated, which would result in failure to obtain a valid calibration curve. Abbott has not received any reports of adverse events related to the affected lots of architect lh reagents.

Event description:
The customer observed architect i2000 lh calibration failures (fit concentration too high for cal f). There is no report of incorrect patient results.